Manufacturer narrative:
H6 investigation conclusion: initial report inadvertently coded f1501 instead of d15.

Event description:
It was reported that the patient had their vns removed about 9 months after initial implant due to a massive staph infection that preceded a secondary surgery to fix a hole that had appeared underneath the arm and the scar underneath the arm. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.